Manufacturer narrative:
The lead remains implanted. The root cause of the reported patient symptoms is not able to be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include weakness, clumsiness, numbness or pain below the level of lead implantation which may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed. Product met all requirements for release.

Event description:
Post-permanent implant of the evoke spinal cord stimulation (scs) system, the patient reported headaches, nausea and dizziness. The patient was provided medication by their implanting physician for symptomatic treatment. One week later, the patient reported resolution of their symptoms. No additional interventions were administered. The patient¿s evoke scs system was turned off from permanent implant through resolution of the post-procedural symptoms. The implanting physician noted difficulty gaining access to the epidural space during the permanent implant procedure. The implanting physician noted difficulty gaining access to the epidural space during the permanent implant procedure.